Event description:
Caller states that the device read 33mg/dl and a lab was taken at that same time. While waiting for the lab result, the patient was treated for low blood glucose. The lab result came back as 136mg/dl. No adverse event was reported. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.